Event description:
It was reported that the patient presented in clinic experiencing congestive heart failure (chf) exacerbation. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited lack of biventricular pacing noted from the electrocardiogram (ECG) due to suboptimal location. The lv lead location was further confirmed via chest x-ray. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.